Event description:
Complainant alleged that during a routine shift check by a clinician, after discharging, the display blanks out and will not come back on unless device is powered off, then re-powered. There was no pt involvement during the reported malfunction.